Manufacturer narrative:
(B)(4). (B)(6) 2011. Concomitant medical products: unknown, unknown femoral, unknown, unknown, unknown bearing, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03676.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, the patient was revised due to loosening approximately seven years post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review. The device history records were reviewed and no discrepancies relevant to the reported event were identified. The root cause remains undetermined, as previously reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. The following sections were updated. Concomitant medical products: nk flex gender solutions femoral, catalog #: 00541401502, lot #: 61921352; articular surface, catalog #: 00542402109, lot #: 61731557; all poly patella, catalog #: 00542000800, lot #: 61639156. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be reviewed with the limited information provided. Device history record (DHR) was unable to be reviewed as the lot number was not provided. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.